Event description:
It was reported that the right ventricular lead delivered inappropriate therapy due to the presence of noise. The lead was capped and replaced. It was further reported that the replacement system had to be implanted on the patient's right side due to an occlusion on the left. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.